Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt would not connect to her monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) was confirmed. Upon investigation, the trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective battery charger/modem. The pt received a replacement electrode belt.